Event description:
It was reported that the patient's right ventricular (rv) lead dislodged. The rv lead was capped and replaced. No patient complica tions have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).